Event description:
It was reported the patient experienced heating at the ipg site while charging. The patient reported he felt heating while charging even though he used the antenna pouch and did not place directly over the skin. In addition, the patient reported the heating lasts several hours after charging and eventually went away. A new charging system was sent to the patient which did not resolve the issue. The patient stated the heating begins as soon as he starts charging. The patient was advised to break up the charging times and also to charge with stimulation turned off. Follow-up information revealed the patient desires to undergo surgical intervention as the next course of action.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.